Event description:
An (B)(6) male weighing (B)(6) was started on inomax at 20 parts per million (ppm) on (B)(6), 2010 for the treatment of persistent pulmonary hypertension of the newborn (pphn). On (B)(6) 2010, the respiratory therapist reported fluctuating monitored nitric oxide values from 8 to 27 ppm. A high calibration was attempted by the respiratory therapist on inomax ds #(B)(4). The delivery failure alarm sounded and the patient's oxygen saturation decreased from 100% to 93%. The patient was manually ventilated with the back-up delivery system, the inoblender, and within 10 seconds the patient's oxygen saturation returned to 100%. The device was subsequently replaced with another unit. The patient's oxygen saturation decrease resolved and the respiratory therapist deemed the event non-serious, mild in severity, and possibly related to the interruption of therapy with inomax.

Manufacturer narrative:
On (B)(6) 2010, the respiratory therapist reported fluctuating monitored nitric oxide values from 8 to 27 ppm. A high calibration was attempted by the respiratory therapist on inomax ds #(B)(4). The delivery failure alarm sounded and the patient's oxygen saturation decreased from 100% to 93%. Evaluation summary: the device service logs confirmed the occurrence of the delivery failure which was due to monitored nitric oxide (no) reading of 101 ppm. The root cause of the delivery failure involves fretting corrosion of conducting traces in an internal ribbon cable. The fretting corrosion can cause intermittent high resistance connection to the cable's connector, causing fluctuating monitored (no) readings. The internal ribbon cable was replaced and it was confirmed the monitored fluctuating monitored no readings stopped and were corrected. It is important to note that the monitored no level would be fluctuating in this case and not the actual no delivered.